Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie lid in auxiliary drawer 1.2 was not closed, which prevented auxiliary drawer 1.1 from closing. A field service engineer (fse) closed the cubie in auxiliary drawer 1.2 and fully closed the drawer, which then allowed auxiliary drawer 1.1 to close successfully and tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 1.1 had hardware issues and the user could not access medications that were needed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.